Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was found with the pump disconnected, cognitively impaired, and with a blood glucose of 40 mg/dl. The reporter stated alcohol consumption may have been a contributing factor. Patient was treated with food/drink, IV fluids, IV glucose, and insulin via injection. Customer support found no delivery issues with the pump, found that the patient had failed to bolus, and referred the patient to a health care provider for diabetes management patient continues on pump.